Manufacturer narrative:
Additional information: a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported injecting a patient in the lips with 0.5 cc of juvéderm volbella® xc in the upper and lower lip. Patient was concomitantly injected with botox® to the forehead. The patient began to experience a ¿biofilm¿ approximately 4 months later, described as ,"swelling, redness, and tenderness of lips." The patient reported having a crown done in the 2 weeks prior. 9 days after symptom onset, a bacterial culture was done with negative results, and the patient was treated with keflex. Six days later, the patient was treated with bactrim ds and hyaluronidase. Six days after that, a tissue culture was done with pending results and the patient was treated with clindamycin and kenalog. Symptoms are ongoing.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "infection, redness, swelling, and tenderness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Device labeling: warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis.

Event description:
Healthcare professional reported injecting a patient in the lips with 0.5 cc of juvéderm volbella® xc in the upper and lower lip. Patient was concomitantly injected with botox® to the forehead. The patient began to experience a ¿biofilm¿ approximately 4 months later, described as ,"swelling, redness, and tenderness of lips." The patient reported having a crown done in the 2 weeks prior. 9 days after symptom onset, a bacterial culture was done with negative results, and the patient was treated with keflex. Six days later, the patient was treated with bactrim ds and hyaluronidase. Six days after that, a tissue culture was done with pending results and the patient was treated with clindamycin and kenalog. Symptoms are ongoing.